Event description:
It was reported the patient had the implantable neurostimulator (ins) implanted in 1998 and the ins never worked. It was noted the patient had a shocking or jolting sensation. The reporter stated they were shocked and injured while having the ins. The reporter further stated the ins does not work and the ins had done damage to their body and they had chronic pain. It was noted the patient was supposed to get the pain pump, but got a spinal cord stimulator. It was further noted the patient had been trying for years to get the ins taken out, but their healthcare professional (hcp) would not do it because it can cause paralysis, loss of body control, or injury. The reporter stated their hcp moved and they were looking for a different hcp to take the ins out. The reporter further stated that when the new hcp saw their chart they declined to take the ins out. It was noted the ins did not help with the patient¿s pain. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).